Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 28nov2018. The customer was sent a replacement battery. No further information was provided.

Event description:
It was reported that the ventilator battery would not pass the battery capacity test. There was no patient involvement. The event date was not specified; estimate used.